Event description:
This is filed to report unintended movement and migration. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3 and a rotated heart. A mitraclip xtw was selected for treatment, and during the first grasping attempt at the central medial a2p2, a residual jet occurred. The stabilizer was advanced for another grasping attempt. It was noticed that the trajectory changed and was no longer perpendicular. Grasping attempts were continued and the clip was deployed. Following deployment, the clip had tilted, but was stable. It was noted that there may have been interaction with the chordae. Difficulties visualizing the clip during the procedure occurred due to patient anatomy. The procedure was completed with one clip implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported migration (partial clip movement) associated with the clip tilting could not be determined. The reported difficult or delayed positioning (anatomy) associated with the potential chordae interaction would appear to be due to the clip not being perpendicular to the valve. The reported unintended movement associated with the clip trajectory changing was due to device manipulation (stabilizer advanced). The reported image resolution poor was associated with difficult visualization due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.